Manufacturer narrative:
Device evaluation summary: the valve exhibited minimal to moderate calcification on host tissue of leaflets 2 and 3. Minimal calcification was observed on the host tissue of leaflet 3. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point of leaflet 1 by approx 7mm, leaflet 2 by approx 6mm and leaflet 3 by approx 4mm. Host tissue was minimal at the stent outflow. Host tissue fused leaflets 1 and 2 by 5mm at commissure 2, leaflets 2 and 3 by 4mm at commissure 3 and leaflets 3 and 1 by 4mm at commissure 1, on the outflow aspect. Host tissue restricted mobility in the leaflets and led to stenosis. Also, minimal host anatomy fused to host tissue on commissure 2. Device evaluation confirms non-structural valve dysfunction due to host tissue/pannus growth as the primary cause of the reported stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood.

Event description:
It was reported via sales that a mitral bioprosthesis model 7000tfx-25mm was explanted after an implant duration of approximately 4 years due to recurrent mitral stenosis, mild to moderate regurgitation. Surgeon noted that the preserved anterior and posterior leaflets had now encroached over the leaflets of the bioprosthetic valve and it kept the leaflets from opening completely. The mitral valve was replaced with another edwards pericardial valve, patient tolerated the procedure well.